Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (500mg, ongoing) and gentamicin injection (40mg, ongoing) for peritonitis. Four days after the event onset, the patient was treated with meropenem injection (500mg, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.